Event description:
The customer called to report a motor error alarm being exposed to an MRI. Unable to troubleshoot due to repeated alarms. The reported blood glucose reading was 338 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error, due to an out of phase motor encoder signal.